Manufacturer narrative:
An event of aortic stenosis and calcification was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, the patient received a 23mm trifecta valve. On (B)(6) 2017, valve degeneration was reported with tight aortic stenosis and calcification of the valve. An echography showed an average gradient at 63 and max gradient at 99. On (b)(64) 2018, a valve-in-valve procedure was performed and a corevalve evolut r-26mm valve was placed inside the prosthesis. (Clinical study patient ID:(B)(6)).